Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download retrieved and attached: passed. The findings related to complaint in receiver download: yes. (B)(4) on incident date (B)(6) 17. The receiver functional test failed. Opened receiver case for interior inspection: moisture damage receiver, pcba was heavy contaminated. The customer complaint was confirmed for receiver ceases to function because receiver moisture damage lead to intermittent working. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.